Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka). The patient was also diagnosed with hypophosphatemia and hypomagnesemia. The patient's blood glucose values reached 400 mg/dl. For treatment, the patient was put on a intravenous (IV) fluids, magnesium, phosphate and potassium infusions. The patient was prescribed magnesium at 400 mg to take 1 tablet at 2 times per day for 7 days and the phosphate at 250 mg to take 1 per day for 3 days. The pod was worn between 4 and 24 hours on the arm. The pod was discarded and the patient was discharged after 48 hours.